Manufacturer narrative:
Concomitant medical products: 250ml baxter bag, lot: y310953, exp: dec20, 10% dextrose injection; therapy: ate, (B)(6) 2019. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Customer advocacy received a copy of the customer's medwatch report which states, "blue colored IV tubing leaked IV fluid from the end tip below the buretrol. Nurse was in the process of changing IV bag and noticed it leaking prior." Customer advocacy received a copy of the customer's medwatch report which states, "blue colored IV tubing leaked IV fluid from the end tip below the buretrol. Nurse was in the process of changing IV bag and noticed it leaking prior to change. No other leaks noted. FDA safety report ID # (B)(4)".

Manufacturer narrative:
Additional information added: b.7. Correction; e.2 and e.3. ************************************* the customer's report that the tubing leaked fluid from the end tip below the buretrol was confirmed. The set sample was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection observed a tear along the tubing which is attached between the burette cylinder drip chamber and pvc tubing components. The tear was observed to be approximately halfway around the tubing along the area directly below the drip chamber spigot. No functional testing was deemed necessary due to the damage. The cause of the leak was due to a damaged tubing. The root cause of the damage was not identified.

Event description:
Customer advocacy received a copy of the customer's medwatch report which states, "blue colored IV tubing leaked IV fluid from the end tip below the buretrol. Nurse was in the process of changing IV bag and noticed it leaking prior". There has been no impact to patient response or additional event information made available to date. Customer advocacy received a copy of the customer's medwatch report which states, "blue colored IV tubing leaked IV fluid from the end tip below the buretrol. Nurse was in the process of changing IV bag and noticed it leaking prior to change. No other leaks noted. FDA safety report ID # (B)(4)"